Manufacturer narrative:
Patient information was requested, but the customer did not respond.

Event description:
The customer reported the ventilator alarmed and displayed watchdog test failed error. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
Per the biomed, the data acquisition board was replaced to address the reported problem. The biomed said that he cannot provide patient information. No further information provided.